Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. Dilatation was then performed with a 2mm x 8cm non-bsc balloon catheter and after blood flow has been recovered, the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. Microscopic inspection revealed a longitudinal burst in the balloon material, 5mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. Dilatation was then performed with a 2mm x 8cm non-bsc balloon catheter and after blood flow has been recovered, the procedure was completed. No patient complications were reported.